Manufacturer narrative:
Eval of the returned plate along with the screws that were used indicated that they were undamaged and functioning properly. The alleged malfunction could not be confirmed. A cause for the reported product problem could not be conclusively determined. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new info and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance with 21 cfr part 803.

Event description:
During a 1-level anterior cervical plate surgery, one of the screw lock-rings became disengaged from the plate during placement of the final screw. The surgeon chose to replace the screws and plate to complete the surgery. The event extended the surgery by approx 35 mins and exposed the pt to unnecessary anesthesia. The surgery was completed successfully with no harm to the pt.